Event description:
It was reported that during a procedure, the universal hip distractor popped out of position when distracting, no pieces fell inside the patient. There was a delay greater than 30 minutes and it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the universal hip distractor is in poor condition. The bellow is missing, the ball joint is severely rusted, the protective caps and handles are broken and dented, the orange locking knob that connects to the ball joint is disengaged and dented. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The root cause for this failure is contact with another source and wear from use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.